Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, two healicoil distal anchors broke when passing the sutures through and inserting the anchors into the bone hole. The bone hole was made using a dilator and all the broken pieces were removed from the patient. The procedure was completed using a back-up device, but it is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. Per case details, ¿two distal suture anchors broke while passing the sutures through and inserting anchors into the bone hole,¿ during an arthroscopy procedure. Reportedly, ¿all broken pieces were retrieved,¿ and the ¿bone hole was made using a dilator.¿ the procedure was completed using a smith and nephew backup device. It has been communicated that no further complications occurred and ¿no patient injury was reported¿ related to the event. It remains unknown, if there was a surgical delay or if additional bone holes were needed. No additional requested information was provided. Without the requested clinically relevant information, the root cause of the reported ¿two distal suture anchors broke while passing the sutures through and inserting anchors into the bone hole,¿ cannot be definitively concluded, and the patient impact beyond the reported cannot be determined. No patient harm has been alleged. Therefore, no further clinical/medical assessment can be rendered. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.